Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. The device was received in two separate sections, one section consisted of hypotube and the hub/manifold and the other section consisted of hypotube, shaft and the balloon. A visual and microscopic examination of the balloon noted that the balloon was folded and did not appear to have been subjected to positive pressure. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination of the blades noted that all blades were present and fully bonded to the balloon material. No damage or any issues were noted with the blades that could have contributed to the complaint incident. No issues were observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination identified a complete break approximately 650 mm distal to the strain relief on the hypotube of the device. Multiple kinks were also noted along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the damage identified. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23-may-2019. It was reported that the device could not cross the lesion. The 12 mm x 3 mm, 90% stenosed, moderately tortuous target lesion was located in the right coronary artery. A 10/3.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the device could not cross the lesion. The device was intact during removal from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a complete break approximately 650 mm distal to the strain relief on the hypotube of the device.